Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables, beyond product not performing to specs or being non-sterile, to consider in a differential diagnosis would be pt health and social history (particularly smoking which is a known risk factor for both the implant and graft failure), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection). From the info provided, it is not possible to definitively determine if the implant, graft, technique, pt compliance, post-operative complication, etc was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that pepgen p-15 was used with simultaneous implant placement in the maxilla with bone quality type ii and poor oral hygiene; the pt was also reported as being a smoker. The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate, with signs of mobility and progressive bone loss upon explanation during healing period, approx three months after placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.